Manufacturer narrative:
Complaint not confirmed. Visual inspection under magnification confirmed that the crosspin was missing from the suture anchor, but it cannot be confirmed that this pin broke during use. The cause of why the pin is missing could not be determined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the little pin in the center of the screen holding the fiber wire came off, resulting in the fiber wire pulling out. There was no harm for patient, user or third-party. The surgery was finished successfully. Update (B)(6) 2021: a piece broke off inside the patient. It was recovered from the patient.